Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the device exhibited a problem with capture. After disconnecting and reconnecting the lead to the generator, the setscrew wrench would not "click". Therefore, a new generator was implanted. The "click" also did not occur during the initial implant.